Event description:
Per the clinic, the patient developed an infection at the implant site, and extrusion of the electrode lead wire, resulting in the decision to explant the device. The device was explanted (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed december 8, 2014.